Event description:
Customer called and said that they had a bed with a broken weld.

Manufacturer narrative:
Bed was inspected by primus medical on 12/30/2013. The inspection determined that the bracket where the foot high-low actuator mounts onto the backbone of the bed frame broke off. A new bed frame was delivered to the facility on 12/20/2013. This problem has been assigned CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.